Event description:
As reported: "during drilling preparatory to positioning of the intertrochanteric locking screw, the breakage of the tip of the bur occurred. The detached piece remained inside the bone."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "during drilling preparatory to positioning of the intertrochanteric locking screw, the breakage of the tip of the bur occurred. The detached piece remained inside the bone."

Manufacturer narrative:
Please note correction to d3 (manufacturer entity) the reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.